Manufacturer narrative:
Date of report : 01jul2019, date rec¿d by MFR :28jun2019. A touchscreen user interface assembly was returned to the fi (failure investigation) lab for evaluation. Visual inspection of the returned component revealed two scratches on the screen. The unit was installed into a test ventilator for analysis. The test ventilator did power up from (alternating current) ac and deliver breaths, the display did calibrate properly, and exercising the touch screen in diagnostics did pass. The ventilator ran for 2 days without inducing any errors. The customer reported issue was unable to be duplicate. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04march2019. The manufacturer's field service engineer (fse) replaced the defective touchscreen to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported that the touchscreen was in-operable and would not calibrate. It is unknown if the device was in use at time of the event. The event date was not specified; estimate used.